Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification were not provided for the patient mentioned in the journal article. The following could not be completed with the limited information provided. Date of death ¿ ni, date of event ¿ ni, device product code ¿ ni, device information ¿ ni, date implanted ¿ ni, date explanted ¿ ni. (B)(6). Manufacture date ¿ ni. Device remains implanted.

Event description:
Information was received based on review of a journal article titled, "comparison between component designs with different femoral head size in metal-on-metal total hip arthroplasty; multicenter randomized prospective study", which aimed to investigate potential advantages of magnum group compared to conventional group terms of range of motion, dislocation while maintaining the same function improvement and pain reduction and to investigate metal ion release in asia population. A patient is referenced in this article as having expired due to cerebral infarction prior to the two-year follow-up. No revision was reported as having occurred.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 1825034-2016-00183.